Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that there wasn't a change in the patient's therapy/coverage and the system seemed to be working normally, the patient simply had pain at the incision site. The patient was advised to call their healthcare provider if they wanted to address the new pain. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was walking when they tripped and stumbled a little but didn't fall. They now had back pain in the area of the ins but noted that they didn't have a loss of therapy; their programs were functioning normally. No further complications reported.